Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the battery voltage measurement. Approximately 90 mv battery voltage drop in (B)(6) 2015 followed by a recovery coinciding with an interrogation in (B)(6) 2016. Elective replacement indicator (eri) triggered (B)(6) 2016. Current battery voltage is 2.81 v.

Event description:
It was reported that the device was at elective replacement indicator (eri) four years after implant. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.